Event description:
(B)(4). My health spiraled down hill when I got the essure device. I had major hair loss, joint pain, numbness and tingling in my legs and arms, heart racing and skipping beats, major cramping, stomach pain and bleeding with huge clots, bowel issues, major daytime fatigue to the point I couldn't take care of myself let alone my kids, I felt like I had the flu 24/7, I felt depressed, I got pregnant even though my tubes were blocked, I then had a lost migrating coil. I had a hysterectomy to get rid of the coils in (B)(6) 2014. Essure was my worst nightmare and I am continuing to had lingering effects from essure, my body hasn't been the same since.